Manufacturer narrative:
Correction, this malfunction was not reportable, this observation is not likely to cause or contribute to serious injury or death as evidence suggests that therapy could be compromised to the patient. In addition, the device evaluation confirmed this observation. This ingevity lead was returned to boston scientific's post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, electrode tip, and stylet found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to physical damage of the lead body. The stylet was unable to do down lead during case due to possible lumen damage. A different ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to physical damage of the lead body. The stylet was unable to do down lead during case due to possible lumen damage. A different ra lead was successfully implanted. No adverse patient effects were reported.